Manufacturer narrative:
Inspection of the device indicated that the handpiece became overheated. After running for 1 minute, the temperatures were: rear- 41.8 c, middle- 48.7 c, nose- 58.7 c. The motor/internal components were noisy. The middle housing, shaft, nose, front shaft spacer and other components were worn and has rust. The device was repaired and returned to the customer.

Event description:
The hospital-owned visao drill overheated when it was used in the usual manner for tympanoplasty. The details are unknown, including how long the device was used. There was no reported injury.